Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: overweight and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening, non-penetrating nicks and crease fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "creases associated with hole." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to "rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side "rupture" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.